Manufacturer narrative:
The device was returned to zoll medical united kingdom for evaluation. The customer's report was not replicated or confirmed. The device was put through extensive testing including bench handling and pacer testing without duplicating the report. An internal inspection of the device found no discrepancies. Review of the clinical log observed multiple pads on and off messages throughout the case as well as a slightly noisy ECG signal with artifact and a rapidly changing heart rate. The rate for most of the case is set to 60 ppm with a current of zero while the heart rate is greater than the set rate. It is important to note that pacer rate should be set to a value of 10-20 ppm higher than the patient's intrinsic heart rate as synchronized pacing function will not administer if the heart rate is above the pacer rate. The device was recertified and returned to the customer. No trend is associated with reports of this type.

Event description:
Complainant alleged that while attempting to synchronize pace a patient (age & gender unknown), the device was unable to pace. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.